Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device was installed on 4/13/2017 and this event occurred over 8 years after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on the information available the cause that contributed to the reported event cannot be established due to lack of evidence.

Event description:
It was reported that during a laser lithotripsy procedure to crush kidney stones, the console made an unusual noise, and there were no more laser shots being fired. The physician was unable to complete the lithotripsy and decided to place a ureteral stent and the procedure will be completed another time. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that during a laser lithotripsy procedure to crush kidney stones, the console made an unusual noise, and there were no more laser shots being fired. The physician was unable to complete the lithotripsy and decided to place a ureteral stent and the procedure will be completed another time. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.